Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the pump battery was depleting quickly. The pump time was intermittently incorrect, and the insulin gauge was inaccurate. Additionally, it was reported, that a cartridge did not fit onto the pump. Lastly, it was reported, that the wake button was sticking. There was no reported adverse impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support. Therefore, no additional information could be obtained.